Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant.  Further information was requested, but not yet available. No adverse patient consequences were reported.

Event description:
New information received noted that the device was explanted and replaced on 10 aug 2023. No adverse patient consequences were reported.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. The device was received at elective-replacement voltage levels. Analysis of device image revealed high current drain of approximately ten times that of normal current, which is consistent with increased duty cycle of the internal circuitry caused by a firmware anomaly. A device evaluation was performed, and no anomaly was found. The elevated current condition could not be reproduced during analysis. Visual inspection of the header attachment area detected a bonding anomaly. The device was tested for a hermeticity breach which was not observed. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.